Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant of the leads, a pneumothorax developed. A thoracoscopy and talc pleurodesis were performed. During the procedure the patient had hypotension with pulseless electrical activity. CPR was performed and patient was successfully resuscitated. The ICD was not implanted and the patient was placed on IV pressor support. A dnr was instituted and the patient expired the following day. It was also noted that the patient had kyphosis which made access difficult.